Manufacturer narrative:
A complete lead was returned with the helix retracted and clogged with blood-like substance. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of implant/explant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported helix issue could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the helix would not retract. The lead was explanted and replaced with no adverse consequences to the patient.